Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Please note that the device availability was inadvertently documented as oct 9, 2017 in the previous supplemental medwatch report. The correct date is oct 18, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the large chuck with key device would not fully lock on small bit devices. It was reported that there was no delay in the procedure due to the event, as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The chuck with key device was evaluated and the reported condition that the device will not fully lock on small bits was confirmed. An assessment was performed and it was observed that the device bearings were heavily worn, the transmission was making strong noises. It was further noted that the attachment should not be used as the device could not grip the drills reliably. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.